Manufacturer narrative:
This product has not been returned. No additional info is available at this time. If additional info becomes available, this event will be updated.

Event description:
Boston scientific crm received info that this pt was admitted to the hosp post device replacement procedure with pneumonia. It was reported that the pt expired in the hosp nine days post replacement procedure, due to sepsis and cardiopulmonary arrest. The physician reported that the cause of death was not device related, and there was no infection noted at the surgical site.